Event description:
Catheter used in electro-physiology study. Placed in coronary sinus without difficulty. When md tried to remove, had difficulty. Continued to work with catheter to remove. Small piece of metal electrode broke off while still in heart and lodged in right atrium.